Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1144685. All inspections were performed per the applicable operations qc specification. There was one (1) notification noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle had a shield sterility issue. The following information was provided by the initial reporter : the consumer reported that 1 syringe was without a needle shield when the packet of 10 was opened and then the needle shield was replaced onto the syringe and returned to the packet. Date of event : (B)(6) 2021 samples status : awaiting sample.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 10-jun-2022. H6: investigation summary; ustomer returned (10) loose 31gx8mm, 1ml bd insulin syringes from lot# 1144685. The customer reported finding 1 syringe without a needle shield when opening the packet, and the syringe stabbed her finger. All 10 samples were examined, and it was observed that all 10 featured a cannula shield properly attached to the syringe assembly. All 10 syringes were tested determine the shield removal force (specs: shield removal force for 1 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: data: shield removal force (lbs.) Sample 1 1.43 sample 2 1.99 sample 3 1.37 sample 4 1.11 sample 5 2.21 sample 6 2.21 sample 7 1.69 sample 8 1.95 sample 9 0.96 sample 10 1.42 all observations fell within specification. No evidence of manufacturing defect was observed on the returned samples. The alleged separated cannula shield and needle stick issues could not be confirmed based on the samples returned. A review of the device history record was completed for batch# 1144685. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle had a shield sterility issue. The following information was provided by the initial reporter : the consumer reported that 1 syringe was without a needle shield when the packet of 10 was opened and then the needle shield was replaced onto the syringe and returned to the packet. Date of event : 10-20-2021. Samples status : awaiting sample.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle had a shield sterility issue. The following information was provided by the initial reporter : the consumer reported that 1 syringe was without a needle shield when the packet of 10 was opened and then the needle shield was replaced onto the syringe and returned to the packet. Date of event : (B)(6) 2021. Samples status : awaiting sample.